Event description:
Customer reported experiencing high blood glucose of 574 mg/dl, treated with manual injections. Customer also reported the insulin pump had several pin head air bubbles close to the reservoir compartment. Customer was advised to do a fixed prime until air bubbles are no longer visible. Customer stated the bubbles went out, but other bubbles appeared. Customer stated they put the insulin in the reservoir after one or two minutes of taking it out of the fridge. Customer was advised to do a set change air bubble did not persist after set change. Troubleshooting for high blood glucose was performed and bubbles were noted. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.